Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, the patient experienced musculoskeletal pain ("joint and muscle pain"), neck pain ("neck pain"), dyspepsia ("digestive problems"), thyroid disorder ("thyroid problems"), eye disorder ("eye problems") and auditory disorder ("hearing disorder nos"), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("fatigue"), anxiety ("anxiety") and migraine ("migraine"). The patient was treated with thyroid treatment. At the time of the report, the pelvic pain, musculoskeletal pain, neck pain, dyspepsia, thyroid disorder, eye disorder, auditory disorder, fatigue, anxiety and migraine outcome was unknown. The reporter provided no causality assessment for anxiety, auditory disorder, dyspepsia, eye disorder, fatigue, migraine, musculoskeletal pain, neck pain, pelvic pain and thyroid disorder with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.